Event description:
The ge oec 9800 fluoroscopy system was reported to alarm when plugged into facility emergency generator power following a power surge and outage.

Manufacturer narrative:
A ge oec service rep investigated the issue and a power surge had caused an issue with the system power causing the alarm. It was found that the isolation transformer needed to be adjusted to handle incoming power from the emergency generator that differed from normal facility power. The isolation transformer was re-strapped to handle power difference from the generator. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.